Event description:
The customer called and reported the insulin pump alarmed with a button error while customer was out sailing. His blood glucose was not known. The customer stated he may have sat on the insulin pump. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response, due to corroded keypad traces. No button error alarm was noted during testing. The device was also received with minor scratches on the lcd window, a scratched reservoir tube window, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.